Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6). The investigation pump 152, motor broke error, since this cannot rectified right away. Hence considered as reportable. An incident like this could lead to a prolonged delay. All available information has been disclosed. This complaint has now been closed.

Event description:
Pump in error "pump152" and system not working.